Event description:
It was reported that during the implant procedure the atrial lead became dislodged after the left ventricular lead was placed. It was also reported that during the procedure the patient decompensated and expired. It was noted that the patient was very sick with a low ejection fraction and there was no suspected product contribution to the death according to the implanting physician.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-52 implanted: (B)(6) 2013; product ID 429688 implanted: (B)(6) 2013. (B)(4).